Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was attempted in a vein during an interventional atrial fibrillation ablation procedure. Reportedly, the there was no suture present when the plunger was removed. A second proglide device worked fine to achieve hemostasis. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.